Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experiencing hypoglycemia as well as hyperglycemia. The customer¿s blood glucose level was 43 mg/dl and 500 mg/dl. The customer did not provide details on symptoms related to the high blood glucose and low blood glucose level. However, customer was treated with juice and bolus. Customer was declined to troubleshooting for low blood glucose level and high blood glucose level. The customer did not return the insulin pump back for analysis.